Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test and occlusion test, no motor error alarm during testing noted. The motor was tested outside the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 447 mg/dl. The customer stated that insulin pump had no delivery alarm and was not able to prime the tubing or reservoir. Customer reported that insulin pump had motor error alarm. Customer reports the drive support cap appeared normal and customer was able to successfully clear the alarm and was able to complete rewind. Customer declined to troubleshoot for high readings. The insulin pump passed the displacement test and said no reservoir. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump will be returned for analysis.